Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions.", number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 5 of 5 mdrs filed for this event (reference 1825034-2013-03875/03879). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent bilateral total hip arthroplasty procedures. The left side on (B)(6) 2003 and the right on (B)(6) 2004. Subsequently, patient was revised on the right side (B)(6) 2012 due to allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent bilateral total hip arthroplasty procedures. The left side was performed on (B)(6) 2003 and the right on (B)(6) 2004. Subsequently, patient was revised on the right side (B)(6) 2012 due to allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in the operative notes reports a yellowish, rubbery pseudotumor; metallic osteolysis; loss of bone; and joint fluid present. The right cup and head were removed and replaced. To date, no revision procedure has been reported for the left side.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.